Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on april 28, 2007 and alleged that the meter would not power on. The pt stated that she was unable to test on her for one week prior to going to the hospital. She reported that she had been experiencing the symptoms of high blood glucose (dizzy, sleepy, tired, "walked like she was drunk") intermittently for one week before the meter stopped working. She confirmed that her meter had been reading high at the time. The pt takes 70/30 insulin: 42 units in the morning and at night. She also takes regular insulin before meals. While the meter was not functioning, the pt did not take her regular insulin. On the day of the event, she called her advice nurse for assistance because she was concerned about her symptoms and not being able to test. The advice nurse advised the pt to call the paramedics for assistance, which she did. Her blood glucose result at the hospital was 523 mg/dl the pt was treated with insulin and was released when her blood glucose was stable. The pt stated that there was no meter trauma. She was using the correct tests strips. She did not have a new battery to replace and she stated that she did not replace the battery according to the owner's manual. This complaint is being reported, as the pt alleged she was unable to test and during this time she did not take her regular insulin and subsequently, she suffered hyperglycemia. A replacement meter has been sent.